Event description:
It was reported that during a laparoscopic gastric bypass, the blade of the device broke off, unsure if the broken blade is in the patient. Case was complete when the broken blade was noticed. Towards the case, they were getting frequent error codes and going into standby. No other device was required to complete the case. No adverse consequence to the patient at this time. Device held by risk management.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis. Device held by risk management.